Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09666. It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and a 33mm watchman ® laa closure device & delivery system (wds) were selected for use. The closure device was deployed, but needed to be recaptured. While recapturing the closure device, the physician experienced extreme difficulty. A kink occurred in the was and wds while trying to recapture the closure device. The kink was just proximal to the 33mm marker band inside the left atrium. The physician had to unsnap the was from the wds and two sets of hands used the was to recapture the closure device. The closure device only came in up to the anchors. The anchors got stuck in the plastic of the delivery system. The wds and was were removed from the patient and the procedure was stopped. There were no patient complications and the patient¿s condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, tip, were microscopically, tactile and visually inspected. Inspection revealed tip damage (flattened/oval) and numerous kinks in the sheath. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09666. It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and a 33mm watchman ® laa closure device & delivery system (wds) were selected for use. The closure device was deployed, but needed to be recaptured. While recapturing the closure device, the physician experienced extreme difficulty. A kink occurred in the was and wds while trying to recapture the closure device. The kink was just proximal to the 33mm marker band inside the left atrium. The physician had to unsnap the was from the wds and two sets of hands used the was to recapture the closure device. The closure device only came in up to the anchors. The anchors got stuck in the plastic of the delivery system. The wds and was were removed from the patient and the procedure was stopped. There were no patient complications and the patient¿s condition is fine.